Event description:
It was reported that the impedance of the pace/sense portion of the right ventricular lead had a slow steady rise over several months. Pacing threshold also shows a slight rise but is currently acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and high resistance/impedance was found. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 09:00:10. Weekly pace impedance trend data shows an increase for min and max ventricular pace bi impedance of 418 to 893 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.